Event description:
A power source alert was reported by the customer for the 7t device. There was no information available regarding the impact on the customer's blood glucose level. The company awaited the return of the pump to conduct further checks, and no additional information was provided concerning the outcome of the event.